Manufacturer narrative:
Further information was requested but was not yet available.

Event description:
It was reported that backup vvi was observed on the implantable cardioverter defibrillator (ICD). The patient was stable.

Event description:
New information received notes the patient was asymptomatic. The origin of the backup vvi was not known. A device download/restoration was successful. The patient was stable before, during and after the restoration.